Event description:
It was reported that the implanted pacemaker alerted due to low atrial intrinsic amplitude (0.4 mv). The atrial sensitivity was fixed at 0.5 mv. Review of the presenting electrogram demonstrated that there was an isolated undersensed beat and atrial threshold and impedance trends were highly variable, though no out-of-range impedance values were observed. The most recent atrial threshold test demonstrated that loss of capture was at 3.0 v. Technical services recommended further review of atrial lead parameters. The atrial lead remains in service and no adverse patient effects were reported.